Event description:
It was reported that a powered wheelchair was smoking and on fire after the user plugged it in to be charged. The user used a fire extinguisher and put out the flame. There was no report of user injury or medical intervention.